Manufacturer narrative:
Additional information: contact person phone number: (B)(6). A getinge field service engineer (fse) evaluated the unit and and found blood in unit and cause of the blood safety disk, crm, purge valve and tubing got affected. Further investigation is pending, a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
It was reported that after almost five hours of intra-aortic balloon (iab) therapy, a leak occurred and blood was backing up to the console. The console did not stop and no alarms were generated. The iab was removed and a leak was found in the distal part of the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. However the iabp was evaluated by a distributor the customer hired, and found blood inside the unit where the safety disk, crm, purge valve and tubing got affected by blood. Additional information was requested from the customer/distributor with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.